Event description:
A customer reported to beckman coulter (bec) that the beckman coulter au2700 clinical chemistry analyzer generated erroneously low sodium (na) results without flags. The results were reported out of the laboratory and questioned by the physician. Repeat testing on an alternate analyzer produced sodium results higher that the initially reported results. There was no report of death or injury, but the impact to patient treatment is unknown. Beckman coulter field service engineer (fse) checked various parts and performed maintenance including cleaning dilution pot and ise dispenser head. The fse replaced chloride electrode per the customer's request. The fse verified the instrument performance by running ise calibration and qc.